Event description:
Fresenius h-machine set up for treatment. Conductivity noted to be high. Bicarb wand removed from bicarb jug to let conductivity evaporate. When conductivity dropped to range treatment initiated. Bicarb had never been reconnected. Pt had episode of hypotension during treatment and complained of neusea. Pt completed treatment while stripping down machine it was noted that bicarb had been connected.